Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2019-06045. Reference MFR. Report#: 1627487-2019-06047. Reference MFR. Report#: 1627487-2019-06048. Follow-up information revealed the patient has effective therapy and the issue is resolved.

Event description:
The patient has 2 scs systems. Device 2 of 4. Reference MFR. Report#: 1627487-2019-06045. Reference MFR. Report#: 1627487-2019-06047. Reference MFR. Report#: 1627487-2019-06048. It was reported the patient underwent surgical intervention wherein one lead was explanted and a new lead was placed at t7-t8 due to high impedance values. The patient's additional leads remained in place. It is unknown which lead was liable, therefore all suspected devices are being reported.